Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles where the infusion set tubing connects to the luer lock. The user's blood glucose (bg) level was 287 mg/dl. Reportedly, the user hit the tubing with their finger to dislodge the bubbles and delivered a bolus to address bg level. The user changed the supplies and stated that there was still an air bubble in the infusion set tubing by the luer lock.